Event description:
It was reported that during reprocessing the da vinci s surgical small grasping retractor instrument was noted to have a loose wire at the distal end after it was cleaned and sterilized. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the pitch cable was found loose at distal the clevis hub. Both cable crimps remained in the clevis and no damage was found on the cable. Upon housing removal the pitch cable was found loose at the clamping pulley, but no loose clamping pulley screw was found. Engineering also found a frayed pitch cable. The instrument was found with a frayed pitch cable at the distal clevis hub. The frayed pitch cable was found in the same area as the loose wire. No damage was found at the clevis. Engineering also found various scratch marks on the main tube at the distal end showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded that damage was likely due to mishandling. Engineering opened the housing and found corrosion on the clamping pulleys. Engineering concluded that damage was likely due to improper cleaning. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.